Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline pushwire/ capture coil were stuck in the phenom 27 catheter during retraction. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm in the c6 ophthalmic artery segment, and was located on the posterolateral side of the vascular wall with a max diameter of 5.6 mm and a 2.5 mm neck diameter . The landing zone was 2.75 mm distally and 2.56 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment was administered. Pru level showed that dual antiplatelet therapy achieved the standard. The angiographic result post procedure showed smooth blood flow. It was reported that after the pipeline stent was positioned to the distal end, it was deployed, and deployment proceeded smoothly. However, when the stent was deployed to the midsection, it was found that the stent anchoring position deviated from the ideal location. It was therefore planned to recapture and redeploy the stent to achieve proper anchoring. At this point, a problem occurred: the stent could not be recaptured. Multiple attempts were unsuccessful, so the stent and phenom 27 microcatheter were removed together as a whole. The procedure was then completed successfully by immediately switching to a ped-375-18 model pipeline. The pushwire was not rotated during removal. Neither the coil nor the pushwire were damaged. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter and a ped-375-18 model pipeline.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the braid was returned inside a biohazard bag and a shipping box. The pushwire and catheter were not returned with the braid. ¿ visual inspection/damage location details: the distal and proximal ends of the braid were found open and frayed. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer's report of "difficult placement/positioning" and "resistance during retrieval" was not confirmed, as the braid was returned without the pushwire and catheter. The distal and proximal ends of the braid were found open and frayed. The cause of the damaged braid could not be determined. Braid damage can occur due to resheathing more than 2 times, over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Possible causes of "difficult placement/positioning" and "resistance during retrieval" include vessel tortuosity, high force delivery, and a lack of continuous flush during delivery. However, the customer reported that the vessel tortuosity was normal, ruling it out as a potential cause. The high force delivery and a lack of continuous flush could not be ruled out as possible causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.